Manufacturer narrative:
The lot number was not provided, so the device history record could not be reviewed. After third notification, the sample was not returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed. The complaint was closed and could not perform further evaluation at this time. No corrective action required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Tried to place option filter in ivc via jugular approach. Filter would not open up. Had to recapture filter and remove.

Event description:
Tried to place option filter in ivc via jugular approach. Filter would not open up. Had to recapture filter and remove.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.